Event description:
It was reported that the balloon ruptured in 5 patients.

Manufacturer narrative:
Per receipt of the product sample, it was determined that the reported product does not belong to bd/bard, thus bd/bard does not have reportability responsibility. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the balloon ruptured in 5 patients.